Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous hemoglobin (hgb) results generated by the coulter lh 750 analyzer for several patients. The patient sample hgb results provided by the customer were in the range of 60 - 134g/dl and the repeat results were in the range of 72-96g/dl. One of the samples was re-run on a different instrument and gave a result of 89g/dl which was considered correct. The erroneous results were reported outside the laboratory. There was no change to patient treatment as a result of this incident.

Manufacturer narrative:
Sample information was not supplied. Qc record information was requested but not provided. It is unknown if previously run patient samples were rerun to confirm back to the last acceptable run. A field service engineer (fse) was on-site 09/21/08: fse replaced actuators for hgb drain cuvette and waste drain cuvette. Fse verified the actuators and verified the instrument operations. Although the hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed from the purpose of this report. (B) (4).